Event description:
The account alleged that the brake casters would swivel while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and brake detent to resolve the issue.